Manufacturer narrative:
Philips service replaced the pdm0 and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system was stuck at 0:00 due to a low voltage power supply failure on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.